Manufacturer narrative:
Concomitant products: product ID: 6935m62, implanted: (B)(6) 2016; evolutpro-26-us valve, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited high thresholds. Intermittent atrial undersensing was also observed on stored electrograms (egm) leading to falsely classified termination of ongoing atrial arrhythmia. The leads remain in use.  No patient complications have been reported as a result of this event.